Event description:
A final ECG report was provided to the physician with incorrect patient information. As a result, the wrong patient received prescribed treatment. No patient harm was reported as a result of the unnecessary treatment.

Manufacturer narrative:
At the conclusion of the investigation, it was determined that the cause of the incorrect final report was user error, wherein the healthcare provider swapped device registration information. No patient harm was reported as a result of the unnecessary treatment, the patient did not take the prescription as they were still wearing the device. The final ECG report(s) does not provide diagnosis; rather, it provides preliminary findings from which the clinician may make a diagnosis based on clinical judgement and patient clinical history.